Manufacturer narrative:
Initial.

Event description:
It was reported that a person using the ilet experienced extended hyperglycemia with a blood glucose of 270 mg/dl, while the system had been delivering correction doses and a fingerstick confirmed the reading; during troubleshooting, a tubing test produced an ¿unable to proceed¿ error during fill tubing consistent with an occlusion, a dry run was successful, and a full supply change with new infusion set, connector, and cartridge resolved the issue. Symptoms included hyperglycemia. Outcomes included no hospitalization and no reported long-term impact. Investigation included customer care guided troubleshooting, review of device alerts, confirmation of blood glucose by fingerstick, tubing test, dry run, and supply change. Investigation of this case revealed a transient flow obstruction during fill tubing consistent with an occlusion related to disposable components, with function restored after replacement of supplies. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable supply-related occlusion with device performance restored after replacement.